Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[external email - use caution opening attachments and links. Good morning, we have an alaris channel which is not working ((B)(6)). The door is difficult to close and when it is turned on it alarms and displays a message ¿safety clamp open / close door.' Could you advise how to progress with a repair.]. There was no reported patient involvement.

Manufacturer narrative:
Annex b: b21; annex c: c21; annex d: d16. Additional information: annex a: a040601, a040502, a0401; annex b: b01; annex c: c07, c0601; annex d: d01, d15; annex g: g0405206, g04058, g02017.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[external email - use caution opening attachments and links. Good morning, we have an alaris channel which is not working (sn(B)(4)). The door is difficult to close and when it is turned on it alarms and displays a message ¿safety clamp open / close door¿. Could you advise how to progress with a repair.]. There was no reported patient involvement. Could you advise how to progress with a repair.]. There was no reported patient involvement. Could you advise how to progress with a repair.]. There was no reported patient involvement.